Event description:
It was reported via repair work order that the side rails had intermittent function due to the side rail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.